Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular sinister (left eye). The iol was explanted in a separate surgical procedure due to complaints of fuzzy near vision observed post-operative (op) day 1 and by post-op day 10 fuzzy near vision was worse. The explanted iol was replaced with a non-johnson & johnson surgical vision lens. There was no complications, such as capsular tear, no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. Patient outcome post lens exchange was reported as no postoperative complications and patient's vision is good at both near and distance. Product is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.